Event description:
The customer reported that the system's screen went blank during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and could not duplicate the reported problem. The sys was tested and found to be working as intended and put back into svc.